Event description:
Healthcare professional later reported capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on radius assessed as surgical damage. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ no other observations were observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side "rupture per MRI." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side "rupture per MRI." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on radius assessed as surgical damage. ¿ malposition: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿no other observations were observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side "rupture per MRI." Later healthcare professional reported capsular contracture with grade 3 and ¿the implant rupture and subsequent contracture continued with the malposition.¿ device has been explanted.